Manufacturer narrative:
Investigation results: a visual inspection of the device found no non-conformities. The balloon was then inflated with 25 cc of air. The balloon inflated, but once the syringe was removed, the valve dislodged. The reported failure was confirmed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon initial insufflation of the balloon on the short port btt, the valve popped out and the balloon deflated. The harvester was able to complete the harvesting by placing gauze pads and a vaseline gauze around the device in the calf incision to prevent air from leaking out around the non inflated balloon. The hospital did not report any pt complications.